Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, which provided instructions for resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reappeared.